Event description:
The pt was getting great relief for 2-3 weeks post initial implant. Then the pt fell mowing the lawn and did not feel the same relief after the fall. The physician did a catheter revision. The medication being delivered via the pump was not reported. For follow-up information, see manufacturer's report # 300420917820090115.

Manufacturer narrative:
Catheter.